Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right atrial (ra) pacing impedance measurements. Additionally, high ra pacing thresholds were noted. This device was explanted due to normal battery depletion. During the procedure the ra set screw was found to be stuck. The physician felt the set screw may not have been properly set at initial implant and may have caused the clinical observations. The device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.